Manufacturer narrative:
Device evaluation summary: one tracheostomy sample was received in used condition. The sample was visually inspected and no discrepancies were found. A leak test was performed and a leak was detected in the cuff of the returned sample. Relevant documents were reviewed and deemed adequate. The cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was confirmed. No problem source was identified.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during the use of the product, the customer found air leakage from the cuff. No death or serious injury was reported in connection with this incident.